Event description:
During the implant procedure, while programming the device before use, question marks were found in the fields of vt and fvt therapy and patient data. Dissatisfaction was also indicated. The device was not implanted. It subsequently tested out of specification during manufacturer's analysis.